Event description:
The account observed (B)(6) alinity s anti-hcv results on samples that repeated (B)(6). Sid (B)(6) generated (B)(6) results of (B)(6) (B)(4) but (B)(6) results of (B)(6) on another analyzer. Sid (B)(6) generated (B)(6) results of (B)(6) (B)(4) but (B)(6) results of (B)(6) on another analyzer. Sid (B)(6) generated (B)(6) results of (B)(6) (B)(4) but (B)(6) results of (B)(6) on another analyzer. No specific patient information was reported. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 06p04-55, that has a similar us product distributed in the us, list 6p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The tracking and trending review determined that there are no related trends. A customer data review was performed for alinity s anti-hcv, lot 29217be00 at 3 brazilian customer sites and the performance is within product requirements. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at the three customers, across whole blood (wb) peer sites and all outside us (ous) customer sites. Aggregated performance of lot 29217be00 across all ous customers, regardless or peer group is within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. The device history records review did not identify any non-conformances, potential non-conformances, or deviations related to the likely cause lot and complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, alinity s anti-hcv lot 29217be00 is performing as intended, no systemic issue or product deficiency of the alinity s anti-hcv was identified.